Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that insulin pump had issue during priming process. Customer stated that bolus delivery see the screen with 0.0 units. Customer stated that insulin pump stuck in rewind complete or bolus delivery loop. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.